Manufacturer narrative:
Findings: pump unable to prime during prime/a33 test due to faulty fsr(gold). Pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during a bolus. Customer's blood glucose was 115 mg/dl. The customer stated that there is no significant events leading to the alarm. Customer didn't received an e70 alarm. The customer stated that the device was not exposed to a strong magnetic field such as an MRI. The customer was able clear the alarm and she rewind the pump three times. Customer does not used the sensor feature on the device. Customer stated that they are able to rewind the complete sequence. The customer was advised that the device would be replaced. The customer was advised to return the device with the battery and zero out basal rates. The customer was advised to discontinue use of the device and revert to a backup plan.